Event description:
A report was received that during a lead revision the patient stopped breathing. The patient was rushed to the hospital and she started breathing again. The devices were removed and the patient is now doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.